Event description:
Information was received indicating that a smiths cadd medication cassette might be malfunctioning. It was reported that medication remains in the cassette after infusion. It's suspected that the cassette is faulty due to the fact that the pump was changed, and the issue still persisted. There was no reported serious injury to the patient.